Manufacturer narrative:
The investigation for the reported delivery issues and introducer damage has been completed. The device was not returned. However, clinical information provided was sufficient to determine the root cause of the delivery issues and introducer damage. According to the clinical data, it was reported that there was a loss of control of the wire and the wire came out of the ascending aorta and had to be removed. During removal, it was not observed that the sheath had folded in on itself and had severely kinked. Therefore, the most likely root cause of the delivery issues was user-related. The most likely root cause of the introducer sheath damage was due to sheath kink. Added: medical device problem code 2889.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the medical team was having difficulty delivering an impella pump to a patient in need of impella support. Once they gained access into the left ventricle (lv) and tried to advance, impella continued to get stuck and would not advance any further. When impella was removed for the 3rd time they saw that the pigtail was almost straight and did not want to attempt again. There was no harm reported to the patient as a result of this incident.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Note: corrected information provided in h6 is an addition to previous coding.